Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery would not charge and pump shut off unexpectedly. During troubleshooting the usb cable was not working and was replaced to resolved issue. Customer¿s blood glucose level was 300 ¿ 399 mg/dl.